Manufacturer narrative:
H6: investigation summary: bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for clotting with the incident lot was observed. Additionally, 200 retention samples from bd inventory were evaluated visually for additive presence and no failure was found. Titration of the edta solution was within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed based on the photo provided, no manufacturing deficiencies were identified. This complaint is the 1st complaint received for this issue on this lot number. Bd was unable to determine root cause. A discard tube must be used when using a winged blood collection set for venipuncture - to fill the blood collection set tubing¿s ¿dead space¿ with blood. It is not necessary to fill the discard tube completely. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The discard tube should be a non-additive or coagulation tube. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value.

Event description:
It was reported during use the bd tube k2edta plh 13x75 4.0 plbl lav br experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter and translated to english: the customer stated "most of the tubes are forming a clot in the blood collected from the patient, causing disorders of new collections and error in the equipment when passing the routine. Some days I have observed that some blood count samples have arrived very clotted."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd tube k2edta plh 13x75 4.0 plbl lav br experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter and translated to english: the customer stated "most of the tubes are forming a clot in the blood collected from the patient, causing disorders of new collections and error in the equipment when passing the routine. Some days I have observed that some blood count samples have arrived very clotted."